Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she gave herself 17.0 units of insulin before breakfast, and her blood glucose have been running high. The blood glucose reading was 252mg/dl. The customer stated that she smells insulin on her clothes, but she was not sure if the reservoir was leaking. No further information was provided.